Event description:
It was reported that: "the manta retracted out of patient after footplate switch was deployed. Entire manta came out with footplate still inside manta (not in the patient)." Additional information received on 26jul2023: during an lbc procedure, there were no reported issues advancing or withdrawing procedure sheaths. The entire manta sheath was removed over-the-wire and a new sheath was placed for the second manta deployment. There was no reported medical intervention that was performed. There were no reports of any patient harm, injury, or health consequences. The patient's current condition is reported as "fine". Additional information received on 12aug2023: it appeared that the physician had difficulty advancing the bypass tube.

Manufacturer narrative:
(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was planned for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance and was unable to be locked into the manta sheath valve and retracted out of the patient. No buckling or bending occurred to the by-pass tube when resistance was met. The first 14f manta sheath and device were removed and a second 14f manta sheath and device were opened and deployed, completing the closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. Improvements have been implemented in the production and process controls of the device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "the manta retracted out of patient after footplate switch was deployed. Entire manta came out with footplate still inside manta (not in the patient)." Additional information received on 26jul2023: during an lbc procedure, there were no reported issues advancing or withdrawing procedure sheaths. The entire manta sheath was removed over-the-wire and a new sheath was placed for the second manta deployment. There was no reported medical intervention that was performed. There were no reports of any patient harm, injury, or health consequences. The patient's current condition is reported as "fine". Additional information received on 12aug2023: it appeared that the physician had difficulty advancing the bypass tube.

Manufacturer narrative:
(B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.